Manufacturer narrative:
Reported defect: unilateral deflation of the right breast implant. Condition of product: product was received inside a single sealed peel pouch with activated sterilization indicators. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Background of the surgery: original surgery was performed by dr in 2003 using hutchison hsh 475 saline-fill implants, which were filled to a volume of 505cc which is within the maximum fill volume limits for the device. In 2007, the pt visited dr in regards to a suspected deflation of the right breast implant. The pt underwent bilateral replacement surgery three months later. The implants were replaced with mentor 500cc smooth round moderate profile devices that were filled to a volume of 600cc. Visual inspection: visual inspection identified a fold flaw which ends in a split that measure approx 90 mm in length. The fold flaw is located on the anterior surface of the device. Other damage that was identified was that the raw silicone valve strap has been cut; approx 9mm of the strap is missing. Product inspection: pressure testing identified no other leaks or breaches. Microscopic examination (x10) of the fold flaw identified signs of fatigue around the split/fold flaw. The product met all mfg and quality specifications post MFR. Conclusion: the fold flaw is not a mfg fault.